Event description:
It was noted that the event had resolved on 11/22/2021 no further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a chest pocket incision infection after having surgery to reinsert the lead pin a few weeks prior. There were no signs of migration of the infection along the lead body or at the neck incision the patient was hospitalized. The surgeon reported that according to the patients mother that the patient ¿played with the device in pocket and had been licking the healing chest incision. She attributed this to the chest pocket infection since these would not be ideal conditions to promote normal incision healing. The event was noted to be severe. The manufacturer's device history records were reviewed of the lead and generator. Sterility of both products prior to release for distribution was verified. The generator was explanted. The event was noted to have since resolved. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device